Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of hematoma listed in the proglide instructions for use as a potential adverse event associated with use of the vessel closure devices. Based on the case information, a conclusive cause for the reported patient effects of pain and serious injury/ illness/ impairment, and the relationship to the product, if any, cannot be determined. The reported patient effect of hemorrhage is a known inherent risk of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Patient (B)(6). It was reported that on (B)(6) 2026 intravascular lithotripsy (ivl) was performed. One 3.0x38 mm xience skypoint stent was implanted in the mid left anterior descending coronary artery via a 6f hole in the right common femoral artery (rcfa). One perclose proglide device was used in a post close technique after this ivl / stenting procedure via a 6f sheath in the rcfa. The suture knot of the proglide device was successfully advanced to the vessel wall and tightened (worked as intended.) Hemostasis was achieved with the proglide device on (B)(6) 2026. On the same day, post procedure, the patient was noted to have an elevation in troponin I. No treatment was given and the patient was discharged home on (B)(6) 2026. Six days post procedure, on (B)(6) 2026, the patient called the study site and reported pain and a possible hematoma of unknown size at the rcfa access site. There was no access site bleeding. She then visited her physician on (B)(6) 2026 which confirmed the hematoma. No treatment was given for the pain/hematoma. There was no adverse patient sequela. No additional information was provided.